Manufacturer narrative:
Event site postal code: (B)(6). Additional point of contact: (B)(6). A getinge field service engineer (fse) confirmed it was damaged because it was forcibly attached in a misaligned state. Damaged helium regulator. The helium regulator was replaced. Performed functional testing and safety check to factory specifications. Unit passed all functional and safety tests per factory specifications. Unit returned to customer for use. The defective components were received for further investigation. The failure analysis and testing dept. Received with a reported unit failure of a damaged helium regulator. The fat performed a visual inspection and found the part to have damage on the helium nozzle. Fat was able to verify the reported failure of this part. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Ap. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during a routine check while replacing the helium cylinder on the cardiosave intra-aortic balloon pump (iabp) by the getinge field service engineer (fse), it was damaged because it was forcibly attached in a misaligned state. There was no patient involvement.